Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated a piece of the plastic applicator remained inside of her. She indicated that four days after her menstrual cycle ended, a plastic piece of the applicator was dispelled while showering. She plans to visit her doctor to ensure there are no remaining pieces.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.